Manufacturer narrative:
(B)(4). Medical devices - biomet interlok fixed cruciate tibial plate with locking bar # 141233 lot # 565810. Vanguard cr lippid tibial bearing # 183540 lot # 365160. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09721 and 0001825034-2017-09722 customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a patellar resurfacing 10 years post initial surgery due to unknown issues. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.